Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, d.1, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "yellow serous fluid" and "leakage from a crease in the implant". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "yellow serous fluid" and "leakage from a crease in the implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flaw opening. ¿ seroma: unable to observe since it is not related to the device. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "yellow serous fluid" and "leakage from a crease in the implant." Device has been explanted and replaced.